Event description:
It was reported that while the surgeon was using the instrument it fractured. There was no foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: . The following sections were corrected: . Component codes: mechanical (g04) - drill visual examination of the returned product identified signs of use and wear and tear. The a/o connection feature of the reamer has some gouges and scratches. The shaft of the reamer has galling and the reamer tip has rolled and cracked material. The shaft of the reamer has fractured and a portion of the shaft remains inside the reamer tip. Measured the shaft diameter and it was conforming. The overall length of the device could not be measured due to the fracture and the diameter of the reamer tip could not be measured due to the damage of the tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.